Event description:
It was reported that, the right atrial (ra) lead and right ventricular (rv) lead exhibited micro-dislodgement causing increased thresholds. The leads were revised, adding additional slack and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.